Event description:
It was reported that externalized conductors were observed via diagnostic imaging. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that during device change out due to normal eri, the lead was capped and replaced.